Event description:
Gr. 2 pneumothorax. Pt was admitted to (B)(6) hospital with the diagnosis of pneumothorax after being evaluated at (B)(6) ER for the chief complaint of shortness of breath. Pt is a poor historian, but states that this was on approximately (B)(6) 2016. Pt states that a chest tube was placed to re-expand the lung, and it took approximately 9-10 days for the lung to heal and the chest tube to be removed, with a final discharge date of approximately (B)(6) 2016. Pt was discharged with vital signs stable and without long term sequelae. Pt. Was randomized to treatment. Pt completed one treatment with ec at v1 visit prior to adverse event. Dates of use: start date of first course: (B)(6) 2016. Start date of course associated with expediated report: (B)(6) 2016. Start date of primary ae: (B)(6) 2016. End date of primary ae: (B)(6) 2016. Course number on which event(s) occurred: 1. Total number of courses to date: 2. (B)(6). Report type: original. (B)(6).